Manufacturer narrative:
This report is being filed on an international product, list 06c29, that has a similar product distributed in the us, list 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that (B)(6) architect (B)(6) results of 1.02 s/co and 1.35 s/co were generated for a patient sample that tested (B)(6) (less than 15 miu/ml) using the vidas method. No adverse impact to patient management was reported.